Event description:
Lap cholecystectomy - surgeon dr (B)(6) - "clips were fired over the cystic duct and cystic artery. The cystic artery was divided with lap scissors. Some bleeding was observed after the cystic artery was divided, more clips were placed and then a haemostatic agent was used. Haemostasis was achieved."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.